Event description:
A customer reported the system initially would not accept the cassette. The system was rebooted and still would not accept the cassette. A new pack was opened and the new cassette was accepted and primed. Ten minutes into the case, a system message was received. The system was restarted and re-primed and the case was completed with no impact to the patient.

Manufacturer narrative:
The investigation is in progress. A sample has been received and is being evaluated. A root cause has not been identified. (B)(4).